Event description:
At a minimum of four times over the past three weeks, out pharmacy department has had problems with the "bd alaris pump infusion set w/ 1.2 micron filter". Staff have attempted to prime the IV tubing with intralipid 20% IV fat emulsion and have had immense difficulty pushing the intralipids through the 1.2 micron filter. If they have trouble with a specific set of IV tubing, they would switch the tubing to another set, and it would go through the filter without issue. No harm was done to any patients because of this delay in care. I have retained two of the four problematic sets of IV tubing.